Event description:
Device could not be interrogated. Patient has therapy disabled from a previous lead concern and has been wearing a life vest since (B)(6) 2023 follow up. Last transmission from home monitoring was 35 percent battery on (B)(6) 2023. Eos is suspected but could not be confirmed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.